Event description:
Consumer reported he had blurred vision and was told by his optometrist his intraocular lens (iol) had decentered. The iol was repositioned (3 weeks following the initial implant surgery). He felt his vision became worse after the recentering of the iol. He was referred to a retinal specialist and received treatment for swelling. In 2007, the surgeon reported this patient had a yag at the end of 2006. The surgeon stated there is nothing wrong with the iol. He believes that the patient's parafoveal telangiectasis and his dry eyes are contributing to his blurry vision.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot.